Event description:
It was reported multiple non-sustained lead noise episodes were observed on an asymptomatic patient via a remote monitoring system. The device was sensing the arrhythmia appropriately. Some intermittent undersensing was noted. The device was reprogrammed. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.